Event description:
The patient reported spasms in their back whether the device was on or off. The device was reprogrammed. No additional information provided.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes. Potential causes of overstimulation/unintended stimulation are incorrect programming parameters, interference from a non-curonix device, patient contraindicating conditions, and migration. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.